Event description:
It was reported that during treatment planning for breast brachytherapy, the length of the treatment lumens exceeded the expected length. The pt's treatment plan was adjusted accordingly and treatment was completed without incident.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. This is the first event reported for this lot number. The complaint sample was returned for evaluation. Visual inspection of the device revealed no damage to the applicator. The balloon was tested for leaking for 24 hours. The balloon held 70cc of fluid with no leaking. It was also confirmed that there were no leaks in the treatment lumens. It should be noted that the sample was returned semi-immersed in fluid. A wet environment could contribute to the reported change in lumen lengths. Measurements of an applicator from the same lot which was not immersed in fluid revealed lumen lengths were within specification, and therefore, does not suggest that there is a manufacturing issue with this lot. The root cause for this event has not been definitively determined at this time. The current IFU (instructions for use) state: CT imaging should be used in conjunction with commercially available treatment planning software to determine appropriate source lumens, source dwell positions and dwell times for optimized radiation delivery of a prescribed dose to the targeted treatment of volume. Warning: to insure appropriate treatment dose distribution, the applicator must be imaged prior to delivering each fraction of radiation to confirm correct position, balloon volume, skin spacing and conformance.